Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver won't turn on. A receiver boot test was performed and failed due to the receiver won't turn on. Functional tests were not performed due to the receiver won't turn on. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to the receiver won't turn on. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.